Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacemaker mediated tachycardia (pmt). The post-ventricular atrial refractory period (pvarp) was increased to 320 to 400 and will be observed. This device remains in service. No adverse patient effects were reported. Additional information received which indicates that the patient experienced dizziness, heads got hot, heart racing which same as the episode as pmt. Field representative device programmed mo 150 to 130 with feeling arrhythmias and not showing up in device. Furthermore, the patient with this crt-d uses chainsaw every 3 hours and could be intermittent emi. Field representative programmed the mo to 130 with a shorter duration and will monitor episodes. As of this time, this crt-d remains in service. No adverse patient effects were reported.